Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could be determined, however, the issue was likely the result of leakage at the forceps channel due to user handling, resulting in an electrical component failure. It is also possible that the issue may have occurred due to an irregular load applied to the insertion tube by the user, damaging the image sensor unit inside the insertion tube. The event can be detected/prevented by following the instructions for use which state: ¿operation manual chapter 3 preparation and inspection_ 3.8 inspection of the endoscopic system_ inspection of the endoscopic image¿. ¿·important information ¿ please read before use_ warnings and cautions¿ ¿do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. ¿do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may resul. ¿·chapter 4 operation_ 4.2 insertion¿ ¿do not allow the insertion section to be bent within a distance of 10 cm or less from the junction of the boot. Insertion section damage can occur¿. ¿·chapter 4 operation_ 4.3 using endotherapy accessories¿ ¿when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury¿. ¿manual bf-190 series reprocessing manual¿ ¿·chapter 1 general policy_ 1.4 precautions¿ ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. ¿before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged¿. ¿·chapter 5 reprocessing the endoscope (and related reprocessing accessories)_ 5.1 summary of reprocessing the endoscope¿ ¿to prevent damage, do not coil the insertion tube or the universal cord of the endoscope with a diameter less than 12 cm¿. ¿·chapter 5 reprocessing the endoscope (and related reprocessing accessories)_ 5.4 leakage testing of the endoscope_ perform the leakage test¿ ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage¿. ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the device exhibited a whiteout which occurred in the endoscopic image, and couldn¿t be restored. The customer's originally reported issue of a scope leak was confirmed; leaks in the forceps passage as well as in the scope were noted. The following additional findings were also noted: no data transmission, peeling of the bending section cover adhesive, insertion tube dents, assorted wet components, and up angulation out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during the reprocessing of the device, it was noted that their evis exera iii bronchovideoscope exhibited an air/water leakage from the distal end of the scope. Upon inspection and testing of the returned unit, the device exhibited a whiteout which occurred in the endoscopic image, and couldn¿t be restored. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.